Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that the computer had failed. The cse replaced the hard drive and keyboard cable and loaded the dimension system software. When attempting to restore the backup data, it was discovered that there was no data on the backup. The cse, rebuilt all of the customer data. Siemens concluded that the potential cause of the hard drive malfunction is that the main drive where the operating system is located was damaged or the connection between the drive and the motherboard is damaged. The system was fully restored after the hard drive was replaced. The secondary issue of the blank backup could not be investigated further due to the lack of data log files. Siemens concluded the potential causes were the system was not creating backups due to the option being disabled purposely, or the system failed to backup due to an issue with the usb disk (flash drive). System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that their dimension exl 200 instrument had a computer hard disk malfunction which caused a loss of all data (patients, qc, configurations, calibrations, reference values, etc.). Patient samples were sent to another facility for processing and caused a delay in troponin (tni) and beta-human chorionic gonadotropin (beta-hcg) patient results. There are no known reports of patient intervention or adverse health consequences due to the delayed results.